Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient . (B)(4).

Event description:
The consumer via a manufacturer representative reported that they had poor communication with their patient programmer. The programmer would not perform telemetry with or without the antenna attached. They were able to use their recharger to communicate with the implantable neurostimulator (ins). The patient was sent a replacement programmer but it was still not connecting with the ins. They tried to communicate with the ins using the recharger and they were not able to. The patient had recharged previously on the day they weren¿t able to connect using the recharger. Coupling was reviewed with the patient and the patient noted that they had not seen the coupling boxes in a long time prior to the report. Overdischarge was reviewed with the patient. The patient had a doctor¿s appointment on (B)(6) 2016 to check their ins. At the appointment it was found that the device was in overdischarge as the patient had not recharged the ins for several months. A trickle charge was performed and the device was able to recharge normally. After an hour of recharging they got the device to ¾ charged. The power on reset was cleared and the device was reprogrammed. The device quickly discharged to empty by the end of a brief reprogramming session. There were no patient symptoms reported. The patient was indicated for failed back surgery syndrome and spinal pain.